Event description:
I have always been healthy and in tuned with my body. I turned (B)(6) in (B)(6) 2019. I noticed my health took a turn. I brushed it off as I put it down to turning (B)(6). But all year I was sick a lot more taking days off work, through feeling tired and aches right to the bones, my hips started to ache. I had full blood work done and everything came back fine except my crp levels. My inflammation markers went from .5 to .136 except inflammation is cause of implants. FDA safety report ID # (B)(4).